Event description:
The user facility reported that their docking stations for the transfer carriages are broken. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the docking stations and found welds to be broken on the docking stations. The technician repaired the docking stations and returned the units to service. No additional issues have been reported. While the technician was onsite user facility personnel stated that operators would use force when releasing the transfer carriages from the docking station due to difficulty releasing. The user facility did not contact steris about the reported "sticking" and overtime the force caused the welds to break.